Event description:
It was reported that a spectrum pump had an inoperable keypad. The customer stated a soft key, #1, #4, and #7 key are not working. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.